Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring 141 ohms. Technical services (ts) was contacted to review device data. Ts confirmed that impedances have increased over the past couple of weeks. Ts recommended to evaluate the patient in the clinic and provided troubleshooting options and suggested getting x-rays. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring 141 ohms. Technical services (ts) was contacted to review device data. Ts confirmed that impedances have increased over the past couple of weeks. Ts recommended to evaluate the patient in the clinic and provided troubleshooting options and suggested getting x-rays. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported upon further review, technical services (ts) noted that both shock lead impedances and right ventricular (rv) lead impedances have increased which started around the same time. Sli are now measuring greater than 200 ohms and pli are high within range. Ts wanted to know if the patient had any accidents around this time and recommended to get x-rays to compare to implant images. At this time, the lead remains in service. No adverse patient effects were reported.